Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "short detected" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation. The reported problem was not observed or verified. The device was subjected to extensive testing including defib cycling, bench hanlding and environmental stress testing without duplicating the report. The device was recertified and returned to the customer with no fault found. Analysis of reports of this type has not identified an increase in trend.